Manufacturer narrative:
Product complaint # pc-(B)(4). Dae sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: when the nurse opened the box was the cellophane intact? Yes when the customer opened the box was there a seal or was the seal broken? Seal is normal when the nurse opened the box was it a new box or was the box previously opened and sitting on the shelf? New one did the product inside match what is on the outside of the package? Did not open to use the product wont' be returned back for evaluation

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that when the nurse opened one box of product code 1962, if was found that the products inside are five pieces of product code 1961 and five pieces of product code 1962. There was no patient involvement.

Manufacturer narrative:
Product complaint # ==> pc-000232785 date sent to FDA: 8/13/2018 additional information: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, five samples of surgicel 1961, five samples of surgicel 1962 and an opened box of surgicel 1962 with lot # lme2842 could be observed. However, no conclusion could be reached as samples were not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.